Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking. Reportedly, customer loaded a new cartridge to resolve the issue. Subsequently, it was reported that the insulin gauge was inaccurate. Customer's blood glucose level was 219 mg/dl. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.